Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/19/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, bg readings were taken from the arm. Additionally, the patient did not wash and dry their hands prior to taking their fingerstick measurement. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. Labeling indicates: wash and dry your hands before taking a fingerstick measurement.